Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. D13383) for female sterilisation. The patient had a medical history of menorrhagia, menometrorrhagia, overweight, parity 3 and multi gravida. Previously administered products included: depo provera. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1282 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy , with bilateral salpingectomy , modified mccall¿s, extensive adhesiolysis). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26 kg/sqm. [Hysterosalpingogram] on 26-apr-2016: history: essure fallopian tube placement, evaluate for tubal patency. Impression: successful bilateral tubal occlusion. Findings: the endometrial canal looks normal. There was no contrast opacification of the right or left fallopian tubes. [Pathology test] on (B)(6) 2019: diagnosis: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Cervix: no pathologic abnormality. 2. Endometrium: weakly proliferative pattern, with focal secretory effect. 3. Myometrium: adenomyosis. 4. Serosa: serosal adhesions. 5. Fallopian tubes: no histopathologic abnormality; intraluminal contraceptive devices (essure) present bilaterally. Clinical information: menorrhagia with regular cycle specimen: uterus, cervix, both fallopian tubes. Gross description: proximal fallopian tube segments are attached in the bilateral cornual regions, both measuring 2 cm in length and 0.4 cm in diameter. Thin tightly coiled silver wires are threaded into the lumen of the proximal segments (intratubal contraceptive devices). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. D13383) for female sterilisation. The patient had a medical history of menorrhagia, menometrorrhagia, overweight, parity 3 and multi gravida. Previously administered products included: depo provera. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1282 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy , with bilateral salpingectomy , modified mccall¿s, extensive adhesiolysis). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: history: essure fallopian tube placement, evaluate for tubal patency. Impression: successful bilateral tubal occlusion. Findings: the endometrial canal looks normal. There was no contrast opacification of the right or left fallopian tubes. [Pathology test] on (B)(6) 2019: diagnosis: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Cervix: no pathologic abnormality. 2. Endometrium: weakly proliferative pattern, with focal secretory effect. 3. Myometrium: adenomyosis. 4. Serosa: serosal adhesions. 5. Fallopian tubes: no histopathologic abnormality; intraluminal contraceptive devices (essure) present bilaterally. Clinical information: menorrhagia with regular cycle specimen: uterus, cervix, both fallopian tubes. Gross description: proximal fallopian tube segments are attached in the bilateral cornual regions, both measuring 2 cm in length and 0.4 cm in diameter. Thin tightly coiled silver wires are threaded into the lumen of the proximal segments (intratubal contraceptive devices). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.